Event description:
Fifteen minutes into a saline infusion, the user stopped the infusion and connected a blood bag to the second spike. The report suggests that at this point the set "broke completely" from the drip chamber joint. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.